Event description:
It was stated by the initial reporter that when trying to shut the server down to install a new fax card, the server only rebooted. During the initial investigation remotely controlling the server and performing the same steps, the server successfully shut down and everything worked correctly. After further investigation, using the dynamic system analysis logs (dsa), eight updates were needed including several drivers and firmware. No patients were involved in the malfunction, and there is no evidence of patient data loss.

Manufacturer narrative:
The reported no communication was confirmed. No communication could be establish with the device, due to a depleted battery. With a replacement battery, the device passed all low voltage function tests. The device was temperature cycled and placed in a humidity chamber for one week. No high current measurements were observed. The device was sent to the vendor for destructive analysis. No anomaly was detected. The cause of the premature battery depletion was not determined.

Event description:
It was reported that the device was unable to interrogate. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.